Manufacturer narrative:
As this lead was surgically abandoned, boston scientific cannot confirm or deny this allegation. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up visit this right ventricular (rv) lead displayed lower impedance values than previously measured. In addition noise was displayed causing loss of capture. The device was reprogrammed to voo pacing mode. A revision procedure was performed. This lead was surgically abandoned and replaced with a non boston scientific lead. Prior to the procedure the patient with this lead reportedly had been feeling unwell.